Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed high capture thresholds and decreased sensing thresholds on the right ventricular lead. The physician elected to explant and replace the lead. The patient condition was stable before, during, and afterwards.